Event description:
It was reported that there was a motor drive failure, communication timeout, and base communication timeout. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The lower left front corner of the top case was cracked, and the right plunger case was chipped. An error code was found in the event history log (ehl), but it was not related to the reported problem. Power up, occlusion test and battery reading checks were performed. The motor not running error was found during the occlusion test. The battery communication timeout could not be duplicated. All readings of the battery were found to be within the required specifications. The root cause of the reported issue is a combination of the motor assembly, worm gear, lead screw and both clutch halves were found old, dirty, and worn out due to normal wear. No problem was found with the battery. The root cause would be due to normal wear from customer use. To correct the issue, the motor assembly, worm gear, lead screw and both clutch halves were replaced. The battery was replaced as a preventive measure. Preventive maintenance and all functional testing were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).